Event description:
It was reported that the device was explanted and replaced due to exceeding "longevity" and the "pt not receiving drug." The pt's mother noted that the pt has felt "stiff" recently. The pump contained lioresal 2000 mcg/ml; daily dose was not reported. Per the reporter, there was no pt injury.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.